Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: did the retrieval of the black rubber ring alter the procedure? No. How was the procedure completed? The procedure completed well. No adverse event on patient.

Event description:
It was reported that during an low anterior resection procedure, a small black rubber ring was found in abdominal cavity. The surgeon found it and thought it may come from trocar. No adverse event on the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Device not returned. Photograph of artifact evaluation invonclusive. It is not possible to determine the substance of the artifact without a sample. It appeared dark in color and a ring configuration.